Event description:
It was reported that during set up for surgery the motor device had "air blowing through the hose without turning the drill". The reporter stated that "when the device was plugged in, they heard it on, but nothing happened and the device would not activate the cutter device." There were no delays to the planned surgical procedure as a spare identical device was available for use. The exact date of the event was unknown. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. The reporter's complaint of air leak could not be confirmed. The device was tested and the complaint wasn't duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.